Manufacturer narrative:
Date received by manufacturer: 09oct2019. Date of report: 14oct2019. The service technician confirmed replacement of the battery and pcba cpu (printed circuit board assembly central processing unit) or pcba pm (power management) didn¿t fix the problem. After numerous attempts to obtain information on the repair of this device, this complaint is being closed. If further information is obtained, this complaint will be reopened. A pm pcba was returned for analysis. An investigation was performed and the pm pcba was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 24sep2019. The service technician indicated battery replacement corrected the reported condition for few days, but the problem would recur. Replacement of the printed circuit board assembly central processing unit (pcba cpu) and pcba power management (pm) didn¿t fix the problem immediately. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05/31/2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
The customer reported ventilator alarms continuously. The device was not in use at the time of the reported event; therefore, there was no patient involvement.

Manufacturer narrative:
MFR received date: 16 oct 2019. A power management (pm) printed circuit board assembly (pcba) and a central processing unit (cpu) pcba was returned for analysis. An investigation was performed and the power management (pm) pcba and the cpu pcba were tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.